Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified pulmonary artery. A 2mm x20mm x143cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed longitudinal balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. There was blood in the hub, inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination revealed 1 mm longitudinal tear in the balloon wall 5mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the distal tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).